Event description:
Patient required re-intubation. Laryngoscope found to have dead battery related to the equipment handle malfunctioning. Patient intubated successfully using another laryngoscope tray.

Manufacturer narrative:
Results: upon visual inspection, heavy deposits were noted on the electrical contacts for the lamps. This is consistent with exposure to cleaning solution by immersion. Product labeling cautions against cleaning by immersion for the handles. Surface wiping is the recommended method. The device involved in the reported event was returned to welch allyn, inc. For evaluation which revealed that the reported failure was the result of corrosion on the battery terminals consistent with immersion of the device in cleaning solutions contrary to the cleaning procedures specidied in the device's labeling. Follow-up with the user facility verified that the facility was not employing the correct cleaning procedures. The facility has since corrected their cleaning practices and there have been no further reports of this failure.